Event description:
The device tip was found to be fractured off and missing from the device, posing the risk of a small component being lost in a surgical site, during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The device tip was found to be fractured off and missing from the device, posing the risk of a small component being lost in a surgical site, during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.